Manufacturer narrative:
During testing the device alarmed with a s421 (motor error - pmc, right) malfunction error code. This was due the motor being detached from the mounting. The probable cause of the error code s421 may be due to a broken seal around the mr2 motor. The customer complaint for a broken handle was not confirmed visual inspection did not find a damaged door handle. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device had broken handle. No additional information was provided. This is not a reportable malfunction. However, during verification testing at the service center, the device audibly alarmed for s421 (motor error-pmc, right) malfunction alarm code.